Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the coil stretch and coil loop hanging in the artery was not determined. There were no issues that resulted in the damage that was found.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil was stretched. The patient was undergoing surgery for treatment of an amorphous, ruptured aneurysm of the posterior communicating artery with a max diameter of 4mm and a 2mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that an echelon microcatheter and traxcess 14 wire were taken to canulate the artery. The doctor first took the coil axium prime 4*12. According to the doctor, when deploying the coil inside the aneurysm, some loop of the coil came outside the aneurysm and was hanging in the artery. It was noted that while deploying the coil, it got stretched in aneurysm. They decided to take the coil outside the aneurysm and use another coil size for deployment. When taking the coil out, it got stretched so a solitaire was used to retrieve that coil. There was no friction or difficulty during testing or delivery. Continuous flush was administered during the procedure. The physician repositioned the coil during the procedure 2-3 times. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3: the axium implant coil was returned without introducer sheath. The actuator interface, positive load indicator and coupler tube were found to be intact. The axium coil pushwire was found to be kinked at ~7.5cm from proximal end and broken at break indicator but retained by release wire. The coin was found to be against the lumen stop. The implant coil was found to be broken, stretched and damaged. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿coil stretch¿ was confirmed. There was no reported issue pushing the axium prime coil out from within the introducer sheath. Therefore, it is possible the axium coil became damaged upon removal from within the introducer sheath; however, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.